Event description:
It was reported by repair work order that the bed exit alarm was not alarming locally due to siderail cable damage with fluid intrusion and cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by the customer that there was an alleged patient fall from the bed. It was reported that the bed exit alarm was inaudible due to fluid intrusion in the cpu board and nurse call button was not functioning on siderail controls due to fluid intrusion in the siderail cable connector. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as additional information was received from the customer that there was an alleged patient fall from the bed. However, information regarding the patient could not be disclosed by the customer.